Manufacturer narrative:
One photo was submitted for quality evaluation. The photo shows an infusion set that appears to have a hole in the silicone tubing of the pumping segment. The customer complaint of leakage can be verified. Although the leakage can be confirmed with the photo provided, a root cause could not be determined because a physical sample is not available.

Event description:
Material#: 2420-0007 batch#: unknown it was reported by the customer that it was leaking from where the tube meets the connection. Verbatim: rcc received a complaint via email. Email(s) attached. Bd tubing failure item #2420-0007 the set was not saved, I tossed it, sorry about that. I was told it was leaking from where the tube meets the connection.

Manufacturer narrative:
H3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was leaking the following information was received by the initial reporter with the following verbatim: bd tubing failure the set was not saved, I tossed it, sorry about that. I was told it was leaking from where the tube meets the connection.